Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce and did not identify any similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) from the date of manufacture on 28-sep-2022 confirmed that this device was not previously returned for service and no production failures were identified that would correlate with the customer reported issue. Upon investigation of this incident the field service engineer confirmed with the customer that there were no issues with the device and no further investigation was required. The work order was created under the main serial number however the issue was related to the smart remote manager attached to the station. The system functioned as intended following field service engineer investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es recovery storage frequently popped up for fridge door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es recovery storage frequently popped up for fridge door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.